Event description:
Cause: the exchange nail surgery was done to repair a non-union to promote better healing and prevent a broken nail. Corrective action: the exchange nail procedure was corrective action to prevent a broken nail. No indication of product defect.